Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the charred fuse could not be identified. However, it¿s likely the cause is related to the use of a non-olympus fuse. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The air/water suction was tested and a faulty air pump was found to be working intermittently, also there was corrosion inside the air pump tubing. In addition to the charred fuse component on the ac inlet of the power supply, where the customer used different types of fuses, the evaluation findings are as follows: the front panel mouth was damaged and the tank holder was bent, there was a worn out scope socket slider switch causing intermittent use of high intensity mode, there were dust stains on the normal fu lens and the lamp life meter read over 500 hour, the was lamp expired, and there was a missing washer. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii xenon light source had an air flow/no insufflation problem. The issue occurred during preparation for use for a diagnostic procedure. There were no reports of patient harm. The device was returned and evaluated, and a charred fuse component on the alternating current (ac) inlet of power supply was found.